Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this clinic was looking for product performance data on boston scientific leads as they have seen lead fractures in the past. We were unable to confirm if the previous lead fractures had been reported to boston scientific as no patient data was shared with the boston scientific sales representative (sr). No additional information was available to the sr at this time.